Manufacturer narrative:
It was reported that "transport chair hand brake for both side is "stuck" in closed position pushed away from the handle and cannot get it to lock."

Event description:
It was reported that "transport chair hand brake for both side is "stuck" in closed position pushed away from the handle and cannot get it to lock."